Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or friable femoral vessel due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional prostyle device referenced is filed under a separate medwatch report number.

Event description:
It was reported this was an arteriotomy closure of the right common femoral artery using the pre-close technique via an 8f sheath hole prior to an endovascular aneurysm repair (evar) interventional procedure. Reportedly, when the suture of the first prostyle device was being pulled taut, the suture did not capture the vessel and came out. An attempt was made with another prostyle device; however, after suture deployment, when the suture was being pulled taut, the suture did not capture the vessel and came out. The guide wire came out and arterial access was lost. Hemostasis was achieved with manual arterial compression. Another puncture site was used for the evar procedure with hemostasis achieved after the procedure. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.